Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the training center (tc) monitor and alternate inr monitor. Results are as follows: date: (B)(4) 2014, inratio2 inr: 3.3 (lot k339923r) - 99008g1; tc monitor: 2.9 (lot k332828) - 99008g1; tc monitor: 2.8 (lot k332828) - 99007eu; alternate inr monitor: >8.0. Testing performed one after the other. Reportedly, patient was provided with a alternate inr monitor by the training center to monitor at home. Patient did not want to go to the ER. Therapeutic range for unknown for this patient.